Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier failed and reported that there was no alternative way to log in at that moment. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system biometric identifier encountered an error during biometric identifier capture. The technical support specialist confirmed through log review that the biometric identifier was working as intended with a few hiccups at times and advised a system reboot in case of unresponsiveness to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.